Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information: b5.

Event description:
The fault was discovered during testing by the loaner center after receiving it, and there was no previous on-site feedback indicating any abnormalities.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a poor connection between the circuit board and the internal parts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit olympus asset capacity reading increased by 0.4l each time when the engine was started when it was not connected to the gas cylinder. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of device was confirmed. Device evaluation found that the reading of the gas value was abnormal. After reinstalling the upuhi4cr00 the reading was returned to normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.